Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was failed to charge and reboot due to not turning on. The battery was replaced with a known good battery and it turned on. The log was downloaded and reviewed finding no errors related to the complaint. A communication tool audio test was performed and the it passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an intermittent audio output occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported intermittent audio output could not be determined. A root cause could not be determined.